Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. Complaint history search based on the related product and lot combination revealed no similar complaints. Persons knee system package insert states that "loosening of the prosthetic knee components" is a possible adverse effects. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.